Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/12/2025, it was reported by a sales representative via (B)(4) that an ar-611-4 ibal uka tibial impactor tip was broken and an ar-601-tba9 ibal uka tib bea-ring was broken. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-601-tba9 batch 6791420 was received for evaluation. Visual inspection revealed that the device shows cracks in the material. Nicks, gouges, and deformation were also noted. A functional test cannot be performed as the device is damaged. The most likely cause of the reported failure is damage incurred over repetitive usage. Device manufacturing date 2014.